Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: trend analysis could not be performed as no reference number was available. Review of event description: it was reported, that the patient underwent a revision surgery on (B)(6) 2014. It was also reported that during implantation, following the application of cement, it was found to be that the tibial component was of a fluted rather than a short stemmed design and so was incompatible with the tibial preparation which had been carried out. The cement was removed, the tibia was rejigged for a size 8 short stemmed component and the procedure was completed. Review of received data: one attorney letter and its reply were received. The attorney letter contains the reported event. No other investigation-relevant data were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A legal claim was rised. It was reported, that the patient was implanted an unknown winterthur knee on (B)(6) 2012 on the right side. The patient underwent a revision surgery on (B)(6) 2014. It was also reported: "during the course of the original operation, following the application of cement, it was found to be that the tibial component was of a fluted rather than a short stemmed design and so was incompatible with the tibial preparation which had been carried out. The cement was removed, the tibia was rejigged for a size 8 short stemmed component and the procedure was completed. "